Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The cause of service code was not determined and there were no repairs made, or part replaced to the device, and it will be scrapped.